Event description:
From distributor report: patient suffered 2nd degree burn to the abdomen. From phone conversation with field service engineer: patient left hopsital after scan and later complained of burning. Pt consulted their own doctor who said pt had a 2nd degree burn.